Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge¿ balloon catheter was loaded into the guidewire during introduction outside of the patient. However, it was noticed that the shaft of the device broke outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.